Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ck-mb2 and vitros nt-probnp ii (ntbnp ii) results were obtained from non-vitros mas quality control fluids processed using vitros immunodiagnostic products ck-mb2 reagent lot: 0155 and vitros immunodiagnostic products ntbnp ii reagent lot: 0390 on a vitros 5600 integrated system. Vitros ck-mb2: mas lot: cxl2602 level 1 result of 1.407 ng/ml vs an expected result of 4.39 ng/ml vitros ntbnp ii: mas lot: cxl2602 level 1 results of 222.5, 227.8, 224.5, 222.6, 216.9, 172.8, 179.6 and 120.6 pg/ml vs an expected result of 307.0 pg/ml mas lot: cxl2602 level 3 result of 5307.3 pg/ml vs an expected result of 7191.3 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros results were from non-patient control fluids and were not reported from the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros ck-mb2 and vitros nt-probnp ii (ntbnp ii) results were obtained from non-vitros mas quality control fluids processed using vitros immunodiagnostic products ck-mb2 reagent lot: 0155 and vitros immunodiagnostic products ntbnp ii reagent lot: 0390 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. An ortho field engineer (fe) completed service actions on the vitros 5600 system which included optimizing adjustments for both the pre and final well wash assemblies, replacing the final well wash nozzle and replacing both well wash filters. Additionally, the fe performed the signal reagent arm adjustments and adjustments to the microwell incubator shuttle. Following service actions, quality control results for both vitros assays returned to expectations.